Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to a pinched and damaged brown (-5v) wire in the trunk cable. The cable connecting ECG "c" and ECG "d" was also pulled from strain relief, damaging wires within the cable. The root cause for the pinched wire and strained cable was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.